Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Patient reported right side "rupture", "I've been ill. I have breast implant illness, grave's disease." Device remains implanted.

Manufacturer narrative:
In response to FDA report number mw5089603.

Event description:
Patient reported right side "rupture". Patient also reported via regulatory agency, "I've been ill. I have breast implant illness, grave's disease;" these events are not related to the device. Device has been explanted.